Event description:
On 4/jun/2024, it was reported that this patient on peritoneal dialysis (pd) had a previous event of fungal peritonitis in (B)(6) 2024. Although it was reported that the cause of the peritonitis was unknown, there were no reported allegations that the event was related to any issues with fresenius products. It was stated that the patient¿s pd catheter (not a fresenius product) had to be removed. Additional follow-up was performed with the patient¿s son who confirmed that on the patient¿s fungal peritonitis (date could not be provided). It was stated the patient had a pd culture obtained but the results were not available therefore, the fungal organism was unknown. As a result, the patient underwent removal of the pd catheter (not a fresenius product). Furthermore, the patient was treated with antifungal therapy (details unknown). The patient reportedly recovered from the event. The cause of the peritonitis was unknown, per the patient¿s son. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.